Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021:resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a skin irritation under the lifevest. The skin irritation was described as big red spots. The patient's doctor recommended the patient remove the lifevest until the skin irritation had improved. Follow up was completed and the skin irritation had improved.